Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient believed that the sensor wire had been retained under the skin. The patient did not report any symptoms; however, they went to the hospital. There was no diagnostic test reported, but a surgical intervention was performed. A superficial incision of approximately 1 centimeter was made, but no sensor wire was located. No anesthetics were used, and no stitches were necessary. The area was disinfected and a plaster was put on the site. No further medication was given, and the patient left the hospital after 30 minutes. At the time of the report the patient was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.